Event description:
A male pt underwent aaa repair in 2009. The procedure was off label due to a large common iliac aneurysm. The physician placed a zenith main body and three zenith iliac legs. The physician was trying to save the internal iliac. Over time, the pt developed a distal type lb endoleak, but there was no aneurysm growth. The physician decided to place a zenith iliac zt leg to extend past the internal iliac. This resolved the endoleak.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. The complaint device was shipped with IFU. The cook sales rep indicated in the complaint correspondence that the pt's anatomy was not suitable for evar due to a large common iliac aneurysm. An insufficient distal fixation site in the iliac may increase the risk of a type 1b endoleak. The device is indicated for use with a distal fixation site greater than 10mm in length and 7.5-20mm in diameter (outer wall to outer wall). We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.